Event description:
Caller obtained a result of 381mg/dl on the device with no symptoms of high or low blood glucose. She states that husband took her to the hosp based on the reading and in less than one hour her blood glucose read 101mg/dl on the hosp device. No treatment rec'd. No quality controls were used. Requested return of suspect device and replacement was sent.